Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated they went to have the ins turned on august 23rd, but rep, who met pt there, couldn't get the ins to charge and said they couldn't even locate the device to charge. Pt said they thought there might be swelling causing the issue and pt went home and had their sister try, but they hadn't been able to get charging to work. Pt said the ins battery went down to red so they called another rep and rep said it was fine if the ins went dead, they'd still be able to charge afterwards. Pt mentioned they were in a lot of pain due to stim not being on. Pt then said today they could feel the ins and could feel it moving around inside, where before they couldn't feel the ins at all. Pt said they would have their sister come over today to try and charge again. Additional information was reported that the patient¿s ins is tilted, and is therefore unable to connect to the recharger. The patient is going to have the surgeon do a pocket revision. The rep attempted to connect the recharger to the ipg, and was successful, but it took a lot of effort, the patient does not want to have to do that each time she needs to recharge, and therefore is electing to have a pocket revision done after she speaks to the surgeon.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they were having trouble connecting and finding the device for about a month after implant and confirmed it was for the same reason they called in in this case. Pt said they then met with someone at their pain management hcp office and they discovered the ins was tilted. Pt said on (B)(6), they went back in to see the surgeon "dr. (B)(6)" and they went in and readjusted the ins inside pt. Pt said since then they had been able to charge, but it would take almost 2 hours to charge and the ins would not start at empty (pt said ins would be 30 or 40%). Pt said they charged every morning and they charged to 100% this morning but ins was at 80% now.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.